Manufacturer narrative:
Manufacturer received information from an attorney that a left forearm crutch broke, resulting in the user falling and sustaining injuries requiring care from a chiropractor. Invacare crutches are designed to provide support, increase stability and assistance to an individual while walking. It is not intended to support the full weight of the user. Malfunction has not been established. If device is returned and the evaluation suggests a differing conclusion, this decision will be reviewed.

Event description:
The left forearm brace allegedly snapped, causing the customer to fall and become injured. No details have been provided regarding the alleged incident and specific injuries.

Event description:
The left forearm brace allegedly snapped , causing the consumer to fall and become injured. No details have been provided regarding the alleged incident and specific injuries.

Manufacturer narrative:
(B)(4). Initial (B)(4) issued MFR. Report #1525712-2010-00092. The product, model #6153, forearm crutches, were not returned to invacare. An inspection of the product was conducted by invacare outside counsel and a third party expert hired by invacare. Photographs of the product were forwarded to invacare and our engineering department evaluated these photos. Engineering was able to confirm that the crutches were very old and in used condition. The break appeared to be in the area of a structural hole in the product that would produce a natural weak area, near the handle. There did not appear to be any blatant signs of misuse or abuse of the product. Manufacturer received information from an attorney that a left forearm crutch broke resulting in the user falling and sustaining injuries requiring care from a chiropractor. Invacare crutches are designed to provided support, increased stability and assistance to an individual while walking. It is not intended to support the full weight of the user. Malfunction has not been established. If device is returned and the evaluation suggests a differing conclusion this decision will be reviewed.